Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, moderately tortuous distal right coronary artery that is 90% stenosed. Pre-dilation was performed using a 3.5x15mm non-abbott coronary cutting balloon. During advancement of the 4.0x28mm xience skypoint drug-eluting stent (des), resistance was noted due to anatomy but ultimately crossed the lesion. The xience skypoint des ruptured at 6 atmospheres during the first inflation and failed to deploy. The xience skypoint was removed along with the balloon. Additional dilation was performed using a 4.0x10mm non-abbott balloon. A 4.0x15mm xience skypoint des and 4.0x18mm xience skypoint des were successfully deployed. Post-dilation with a 4.0x10mm non-abbott balloon was used concluding the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty to advance and activation failure of the stent appears to be related to operational context of the procedure. Additionally, a definitive cause for the reported material rupture of the balloon could not be determined. Factors that may contribute to material ruptures include, but are not limited to, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.